Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied using glycerol/water in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive. Liquid was observed to be exiting from the tip of the device, due to the shaft of the device having detached from the shaft to distal tip bond. The balloon material and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. A microscopic examination identified that the shaft was completely detached at the shaft to distal tip bond. This type of damage is consistent with excessive tensile force being applied when attempting to remove the balloon protector without applying a sufficient vacuum to the device. The balloon protector sheath was not returned for analysis. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon selected for use. During the procedure, at first inflation, it was noted that the device was unable to inflate and ruptured. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon selected for use. During the procedure, at first inflation, it was noted that the device was unable to inflate and ruptured. There were no patient complications reported.